Event description:
During an af/afl procedure, the agilis experienced an air leak. The 13 fr agilis was used for the cti line, transseptal, and initial mapping with the hd grid catheter with no issue. During non-abbott pfa catheter insertion, there was an air leak. The pfa catheter was withdrawn and the catheter flushed again. A second attempt to insert the pfa catheter; however, there was still an air leak during aspiration which was more pronounced with left sided access. The catheter was exchanged, and the procedure was completed with no patient consequences.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of the agilis leak.